Event description:
The event involved a plum a+ infusion pump which was reported to over deliver during patient infusion. The reporter stated it was detected that when medication was programmed in secondary for a certain time, it was delivered in less time than programmed. The error was detected with primary set and with the blood transfusion set. The pump was programmed for 4 hours but the medication infused in half the programmed time. The event occurred during patient use, however; no one was reported harmed as a result of this event.

Manufacturer narrative:
The device has been received for evaluation, however investigation is not yet complete.

Manufacturer narrative:
The pump was received in good physical condition and evaluated. The pump did not replicate the error that was reported in the description of the event, the pump was found in good physical condition and recording a delivery within specification. A probable cause would be in the data entry when scheduling an infusion by part of the medical personal. The production verification testing was performed and all tests passed.